Event description:
The pump was returned to animas. Product analysis evaluated the pump and found intermittent response of the up and down arrow buttons. This report is made based on the results of evaluation completed on 07/01/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the pump was observed to have the keypad completely peeled from the pump; the keypad cover was observed to be held in place by tape. During testing the up and down arrow buttons were observed to have intermittent response to presses. The keypad and tape were removed from the pump and contamination was observed under the up, down, and contrast buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.